Event description:
It was reported that pump malfunction occurred with malfunction code 16 and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset malfunction during call and was advised to follow up once charging supplies were available, and no additional information was received regarding further actions or outcome.